Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately three years and three months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), an echocardiogram showed a maximum right ventricular outflow tract (rvot) velocity of 4.7 m/s. Approximately three years and nine months post-implant, the valve was explanted and replaced due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.